Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be a potential product quality issue. On feb 25th, 2022 abbott vascular decided to initiate a voluntary field action. The product associated with this complaint is potentially from the impacted population as the lot number is unknown. Abbott vascular submitted medwatch # 2024168-2022-01831 on march 4, 2022 with notification of the voluntary recall in h7, (remedial action initiated). Corrective action has been initiated per site operating procedures. Field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copliot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. The product will continue to be trended. This action is being taken due to an increase in the complaint trend for reported leak/splash and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly. Out of an abundance of caution, complaints with the lot number listed as ¿unknown¿ and which are included within the bracketed timeframe for the same reported issues, are being included in the scope.h6: investigation findings code 213 removed. H6: investigation conclusions code 67 removed.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. As the reported leak was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was not fully connected resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.e1: phone updated to (B)(6). Country code is 001, not 613.

Event description:
It was reported that the indeflator was found to continuously suck air [leak] when the stopcock was fully closed. There were no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Date of event has been estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.